Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming motor error while attempting to prime. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 61 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump is unable to prime during the prime/a33 test due to protruded loose drive support disk. No motor error alarm and the motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.